Event description:
It was reported by service report that the siderail panels were cracked with sharp edges exposed. It is unk if there was pt involvement or if adverse consequences to report.

Manufacturer narrative:
Result: damaged/cracked siderail panels with sharp edges exposed.